Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited changes in the battery longevity. Data was sent to boston scientific technical services (ts) for their review. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information confirmed that no programming changes were made. Patient will attend more frequent follow up and discussed enrolment onto latitude.